Event description:
The customer received a high out of range control result of 169mg/dl on the contour next ez meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Control solution is to be returned for evaluation. A new kit was sent to the customer.